Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed inaccurate high results compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter inaccuracy began on (B)(6) 2018 at around 3:00 am. The patient obtained alleged high blood glucose reading of ¿232 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with humolog insulin on a sliding scale based on blood glucose results and she confirmed that, at around 3:00 am, she took her usual dose of medication, in response to the alleged issue. The patient reported that, half an hour after the product issue began, her blood glucose ¿got low¿, and she started to develop symptoms of ¿increased heart rate and hunger¿. The patient denied receiving any treatment or medical attention in response to the alleged issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.